Manufacturer narrative:
Section e3: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was admitted on (B)(6)2020. The patient dropped their controller which caused serious trauma to the driveline site. The patient had abdominal pain, fever, and increase in drainage. Multiple trips to the operating room were made with CT and plastic surgery for washout. Abdominal flaps x2 were attempted and both flaps failed. It was ultimately decided for the patient to go home with wound vac around the driveline site and intravenous (IV) antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called reporting fever, pain and increased draining and redness at driveline site. Driveline culture revealed (B)(6) bacteria. Patient was taken to the operating room several time for driveline incision and drainage and antibiotic beads placement. The hospital plans on administering omentum flap once tissue cultures are negative.